Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had leaks. The following information was received by the initial reporter with the following verbatim it was confirmed by investigator that the texium connector included was found to be the primary suspect causing leakage.

Manufacturer narrative:
The customer reported leaking from where the primary and secondary meet and returned one primary set of material 11171447 in the related (B)(4). Along with that record, a standalone texium connector was also included in the shipment. This new material required a new complaint to be opened, which is captured in this (B)(4). The texium should be attached in between the secondary and primary sets, per clinical recommendations, and this returned component was found to leak. The complaint of leakage is verified by the texium connector. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the texium device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.